Event description:
Approximately one month post implant, the patient was admitted to the hospital with leukocytosis and complaints of chest pain and musculoskeletal pain with movement. CT scans of the chest and wound cultures were negative; however, the patient was treated with non-steroidal anti-inflammatory drugs (nsaid¿s) for pain, and, prophylactically, with the oral antibiotics bactrim and cefadroxil. The patient was discharged home seven days later.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00467 and 00468) submitted for a device related to the same patient. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that hw11099 met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of two reports (3007042319-2013-00467 and 3007042319-2013-00468) submitted for a device related to the same patient. Product remains implanted.